Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and the initial reporter's last name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker exhibited low r-wave amplitudes (2.4 mv) however r-wave amplitudes were noted to be low at implant as well (3 mv). Additionally, oversensing was observed on right ventricular automatic threshold (rvat) and right atrial automatic threshold (raat) tests. This pacemaker system remains in service. No adverse patient effects were reported.